Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called to report high blood glucose levels. The customer's reading was 400 mg/dl. The customer's symptoms included cramping and flu-like symptoms. The customer treated with manual injections and the insulin pump. The customer stated that she kept bolusing, but her readings kept going higher. The customer did not receive a no delivery alarm. The customer removed the infusion set and found a bent cannula. The customer was sent a tubing clamp and was advised to call back to perform the high pressure test. The insulin pump was not replaced or returned for analysis.